Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient was going to have their spinal cord stimulator (scs) explanted tomorrow and the hcp was planning on leaving the lead implanted. Patient had not been using scs and was not getting the pain relief she was looking for and therefore reason for explant. Patient also lost 30 lbs and experienced discomfort at ins/pocket site. No further complications were reported/anticipated.